Manufacturer narrative:
One device was received for evaluation. Visual inspection found that the tamper seal was removed, a scratched lcd lens, worn keypad overlay, bent latch lock, and a bubbled dso seal. There was no evidence of the reported problem in the event history log. Three accuracy tests were performed. Upon review, the reported problem was unable to be duplicated, the accuracy performed were all within the published delivery accuracy specification. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed accuracy testing at 4.7 ml. There was no patient involvement.